Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found trilumen insulation damage and the conductor was exposes approximately 37-38 cm from is-1 terminal pin. Due to location and type of damage it is most likely caused by entrapment in the clavicle/ first-rib region. The lead was archived at boston scientific.

Event description:
Boston scientific received information that this right ventricular (rv) lead was removed and replaced during a recent device change out. Noise and oversensing occured on the rv channel due to an right atrial (ra) competitor lead dislogment.the noise and oversensing did not lead to pacing inhibittion. No adverse patient effects were reported.